Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flickering image on device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had a bad image. The malfunction occurred during a therapeutic bronchoscopy procedure. There were no reports of patient harm and the procedure was able to be completed with a similar device.